Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm. The customer¿s blood glucose level was 62 mg/dl. The customer states alarm occurred shortly after inserting a new battery. The customer was advised to remove the current battery from the pump and insert a new battery and the pump alarmed unexpected restart. Advised that the pump will need to be replaced. Advised to monitor the pump and that patient may continue to wear the pump until replacement arrives the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.